Event description:
The implantable cardioverter defibrillator (ICD)  was returned with no information. A database search by serial number revealed the patient to be deceased. The death occurred less than one year after implant. Follow up has been inconclusive and no further contacts are known. No complaints, allegations, or previous contacts have been received in regards to the device system or any of the individual components.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up was attempted and information has been requested. No further information has been made available. Product ID: 6947m62, serial# (B)(4), implanted: (B)(6) 2012, product ID: 419488, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).